Event description:
Event description boston scientific received information that upon the interrogation of the pacemaker it was noted that the lead safety switch had tiggered on the ventricular lead. Bipolar testing displayed an impedance measurement of 360ohms. Historically the impedance range has been from 200's to upper 300's ohms. The patient is not pacemaker dependent. The pacing system: device, ventricular and atrial leads have been returned.